Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): sterile product code: 04.211.016ts, sterile lot number : 215l228, release to warehouse date :11.aug.2023, expiration date : 01.aug.2028, supplier: (B)(4), manufacturing site: werk selzach logistik . A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.016, non-sterile lot # 6595p00, manufacturing site: werk selzach logistik , release to warehouse date: 14.jun.2023, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received and stating that; a. Was there any allegation against the plate?(yes/no): no. B. Please provide patient status/ outcome: stable. C. Please specify if there were other clinical findings: (e.g. Non-union, infection, allergic reaction, broken devices, etc.) Were laboratory tests taken due to the clinical findings?: no.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 , the patient underwent an open reduction internal fixation (oirf) for the right distal clavicle diaphyseal fracture. The surgery was completed successfully without any surgical delay. The two screws of the proximal side were broken off postoperatively, and a revision surgery was performed on (B)(6) 2024 . The revision surgery was completed successfully without any surgical delay. According to the surgeon, the screw had weak fixation, and the plate was too short. This report is for one (1) va lockscr ã¸2.7 he 2.4 self-tap l16 tan. This is report 1 of 2 for complaint (B)(4).